Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic console exhibited aspiration problem. Procedure details and patient impact were not reported. Additional information has been requested. Additional information received clarifying that the issue happened during vitrectomy procedure ,the vitreous was not aspirated despite increasing the vacuum and heard a popping noise. The issue happened during central vitrectomy mode, shaving mode and during extrusion with backflush . There was slow fluid-air exchange at the beginning and then return to normal after the noise heard. An ophthalmic operating console and surgical procedure pack was involved in the surgery. The surgery was delayed and there was no impact to the patient. Surgery was completed the same day.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying that the surgery was completed by opening a new vitrectomy kit and changing the vitreotome.

Manufacturer narrative:
The lot complaint history and DHR were not reviewed as no lot information was available for this complaint. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).